Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 365 mg/dl and 125 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.